Event description:
As reported on user facility report (B)(4): "pt had PICC (peripherally inserted central catheter) in right arm which was hard to flush. PICC rn called to bedside to assess line. PICC rn flushed line until it flushed with ease, positive blood return from both ports. Pt's arm was noted to be swollen 2.5cm larger than at insertion. PICC line was ordered to be discontinued. Upon examination, revealed a split at the 15cm marker when white port was flushed." The PICC was placed, for administration of antibiotics and fluids, on (B)(6) 2012. It was removed on (B)(6) 2012. The pt required a new PICC placement on (B)(6) 2012. The pt was discharged in stable condition. The used device has been returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical january 2012 complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole distal to the suture wing." No adverse trends were identified. The returned device was visually inspected and a split was observed in the catheter tubing between the 13.5 to 14.5cm mark. The split in the catheter was longitudinal in nature, which is consistent with a catheter that had been overpressurized to failure. When a 0.014" obturator was inserted into the catheter through the white valved hub, no issues were encountered. When inserted through the red hub, however, resistance was met between the 18-20cm mark confirming that the lumen was occluded just distal from the catheter split. No mfg or design deficiencies were observed during the sample eval. The likely root cause for the reported event was PICC rn overpressurizing the catheter lumen during the flushing to unclog the occluded lumen. The investigation results were supported by the original event description that the catheter "was hard to flush" and "PICC rn flushed line until it flushed with ease." The directions for use provided with the device provide instructions and precautions for care and maintenance of the PICC which includes flushing. Navilyst medical process controls in place for the finished PICC device includes visual inspection of the catheter for kinks or cracks, 100% air leak testing, and a guidewire check for lumen patency. The vaxcel pasv PICC dfu (directions for use) that is supplied in the reported device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. At this time, navilyst medical has deemed these process controls adequate to address this failure mode. ((B)(4)).